Event description:
Covidien received info stating that while in use on a pt the graphic user interface (gui) on a 980 ventilator reset. According to the customer, the ventilator continued to ventilate the pt. The pt remained stable during the event with no changes in their vital signs. The pt was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Covidien reference # rx201407-2600.